Event description:
It was reported that this pacemaker was explanted due to an unknown product anomaly. A new pacemaker was implanted successfully as a replacement. This device has not been received for investigation. No additional adverse patient effects were reported.